Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04nov2020.

Event description:
The customer reported the device was being used once a month and a blower sound was gradually getting louder step by step. The field service engineer (fse) confirmed the reported failure. The (fse) did a test run of the device and observed a vibration and noise that was shaking the cart. It was reported there was no problem with the device behavior when the device was used on the patient. The unit was in clinical use and there was no patient harm.

Manufacturer narrative:
G4:09dec2020. B4:21dec2020. There was no delay of therapy. After a periodic maintenance march 3rd, the customer reported the device was being used once a month and a blower sound was gradually getting louder step by step. The field service engineer (fse) heard the failure during a visit. The unit was tested and the (fse) identified a vibration and noise that was shaking in the cart. It was reported there was no problem with device behavior when it was on the patient. During the (fse)'s evaluation, it was observed that a noise occurred when the blower was functioning. The (fse) adjusted the vibration-proof ring to resolve the issue. The unit was tested and it was returned to service. There were no parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.